Event description:
It was reported that the compressor was unintentionally going into standby mode. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported compressor on site. The standby valve was replaced to resolve the auto standby issue and sent back then for further investigation. The returned standby valve has been tested in a compressor that is connected to a ventilator. During ventilation, it was possible to reproduce the auto standby issue. A similar investigation conducted by the manufacturer concluded that there was no clear root cause identified, however 2 potential causes has been found based on the performed investigation. List of potential root causes: 1. Particles in the standby valve, such as brass residuals. 2. Worn out rubber sealing. The compressor mini is equipped with a standby function. In the standby mode, the compressor will start to deliver compressed air if the hospital central gas supply fails. The standby valve will switch between the compressed air inlet and the tank as compressed air source.

Event description:
Manufacturer's ref. #: (B)(4).